Event description:
It was reported to baxter united kingdom that a colleague infusion pump experienced a 812:00 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 812:00 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.